Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 6.0, retest = 2.0. Therapeutic range: 2-3. Time between tests: less than 10 minutes. Nurse stated they cleaned the finger with alcohol and immediately tested without wiping dry; milking the finger after the finger stick; using a cap tube that the customer believes is glass.

Manufacturer narrative:
Investigation pending.